Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead exhibited loss of capture at maximum outputs. An x-ray was performed and the lead appeared to have moved. An invasive procedure was performed. When the pocket was reopened the patient began to bleed uncontrollably. A cardiovascular surgeon was called in to assist and a couple of stitches were put in. During the procedure the entire system was removed. A new system implant was being planned for a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the suture was tied through the lead body resulting in a puncture 155 millimeters (mm) from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
--